Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer treated with a glass of juice. The customer reported getting stuck in the rewind process of her insulin pump. The customer was assisted in completing the priming sequence of the insulin pump. The customer declined to troubleshoot the low blood glucose levels. No additional information was provided.